Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6 as reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was not deployed. It is stated by the customer that the device had a strange irregularity on the deployment shaft of the mynx grip device. It is also stated that there is a small polymer prolapse located approximately 1.5cm proximal to the balloon. There was no reported patient injury. Additional information was requested but not provided. The product was not returned for analysis. A review of the manufacturing documentation associated with lot f2505502 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " component component issue and sealant failure to deploy" could not be evaluated. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It is possible that the irregularities noted led to issues with deployment. Users should inspect for any signs of damage prior to and during use. Any product with damage should not be used. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Based on the information available for review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was not deployed. It is stated by the customer that the device had a strange irregularity on the deployment shaft of the mynx grip device. It is also stated that there is a small polymer prolapse located approximately 1.5cm proximal to the balloon. There was no reported patient injury. Additional information was requested but not provided. The device was not returned as expected.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: d9, g3, g6, h1, h2, h3. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was not deployed. It is stated by the customer that the device had a strange irregularity on the deployment shaft of the mynxgrip device. It is also stated that there is a small polymer prolapse located approximately 1.5cm proximal to the balloon. There was no reported patient injury. Additional information was requested but not provided. One non-sterile 5f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection revealed that the shuttle was disengaged from the black handle, and the stopcock was in the open position. A cordis mynx syringe was attached to the unit. The catheter sheath introducer (csi) was not returned for evaluation. The sealant and the advancer tube were not returned with the unit. A kinked/bent section was noted on the shuttle tube, approximately 14 cm from the distal end. No additional anomalies were observed during the visual inspection. A functional inflation/deflation test was performed, and the balloon inflated and deflated as expected. No issues related to the reported event were observed. A full deployment simulation test could not be performed due to the absence of the sealant and advancer tube. However, a simulated shuttle advancement test was conducted. The shuttle was first retracted to the black handle, as it was received in a disengaged state, and then advanced and retracted again without issue. No functional abnormalities were noted during this evaluation. A product history record (phr) review of lot f2505502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿component-component issue,¿ as it relates to the reported ¿small polymer prolapse¿ located 1.5cm from the balloon, was not observed through analysis of the returned device as there were no damages noted to the shaft. Additionally, the reported event of ¿sealant-failure to deploy¿ was not observed as the device was received with the sealant and advancer tube deployed off the catheter with no issues noted with the device¿s deployment mechanism during functional analysis. The exact cause of the issue experienced by the user could not be determined during product evaluation. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the reported event of the sealant failing to deploy since the device was returned without the sealant and advancer tube, indicating it was deployed off the device. However, procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment, possibly contributed to the issue reported by the customer since there were no anomalies noted to the device that could have contributed to the issue experienced. Additionally, it is not possible to determine what factors may have contributed to the reported strange irregularity of the delivery shaft since there was no damage noted to this component. However, a kinked/bent condition, which did not impede functional testing during the shuttle down step, was noted to the shuttle tubing. As this condition was not reported by the user, it is unknown if this condition occurred due to manipulations after the procedure. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, phr review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.